Manufacturer narrative:
The device was not returned for analysis. Additional information and device history record is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 155 saber rx 6 mm. X 10 cm. Balloon catheter was delivered to the lesion for pre-dilation and ruptured at approximately 6 atmospheres. There was no reported patient injury. The balloon was replaced with a non-cordis balloon, and the procedure was finished successfully. An approach was made from the left femoral artery towards the in stent restenosis (isr) of the left superficial femoral artery. A non-cordis guide wire crossed the lesion before the saber was delivered to the lesion. The target lesion was the left superficial femoral artery, and reported level of tortuousness, calcification, and rate of stenosis were unknown. The product was clinically used, and it will not be returned for analysis. Additional information has been requested.

Manufacturer narrative:
The 155cm saberx 6 mm. X 10 cm. Balloon catheter was delivered to the lesion for pre-dilation and ruptured at approximately 6atm (six atmospheres). There was no reported patient injury. The balloon was replaced with a non-cordis balloon, and the procedure was finished successfully. An approach was made from the left femoral artery towards the in stent restenosis (isr) of the left superficial femoral artery. A non-cordis guide wire crossed the lesion before the saber was delivered to the lesion. The target lesion was the left superficial femoral artery, and reported level of tortuousness, calcification, and rate of stenosis were unknown. Additional information has been received. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover, or any difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional investigational questions were answered as unknown. The product was not returned for analysis. A device history record (DHR) review of lot 17408144 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics or procedural factors may have contributed to the reported event but are unknown. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken. Please note that this is the final report for this complaint and if any additional information is received in the future, it will be submitted within 30 days upon receipt.